Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) results generated by the unicel dxc 600 pro synchron clinical systems. The results were reported out of the lab. Actual results were not supplied. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Samples are collected in glass tubes. The ise system is calibrated every shift and qc samples are run. On (B)(6) 2010, the ise system was calibrated and na qc results were within the lab's established ranges. Customer is using the twice-weekly flow cell maintenance procedure. After the erroneous results were generated, the customer discontinued running ise's and a field service engineer (fse) was dispatched: the fse cleaned the electrodes and replaced the carbon bridge. Pre-analytical sample handling was discussed with the customer. The laboratory temperature is monitored. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.